Event description:
The reporter stated that the keypad buttons have been intermittently unresponsive. She stated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.